Event description:
Pt was intubated and resuscitated with a new bag. Attempts to ventilate were difficult - respiratory therapist noted a mis-placed valve in the reservoir system. New resuscitator was used. Pt resuscitated successfully.